Event description:
It was reported, pt experienced burning sensation and pruritus following a refill session. Pt stated "it feels like some of the medicine got inside my skin." The pt indicated, there were no reservoir volume discrepancies. Pt stated that this did not happen with her first pump, but began 3 refills ago. The location of symptoms was over the pump. It was also reported pt experienced an overdose. It was noted a previous overdose was reported with a previous physician. The pt indicated that she was supposed to have 1000 baclofen and had 20,000 baclofen. Pt also stated she was having stomach problems, which do not seem to be related at this time. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).